Manufacturer narrative:
This report is for one of the two sionblue guidewires relating to the event of 3003775027-2016- 00067. The report for the other sionblue guidewire is reported under 3003775027-2016-00068. Broken coil wire (approx. 35mm in original coil) was returned tangled with the other sionblue guidewire, and the other part of this sion blue was not returned, investigation could not be conducted for them. Investigation of the returned coil wire revealed the breakage due to pulling force. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received excluding the other sionblue used in this same procedure. All the shipped products are inspected for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation of returned devices, the guidewire was advanced in a screwing manner to the cto lesion in attempt to remove the broken fragment of the catheter from the cto lesion, rotational force was accumulated to the tip of the trapped guidewire, resulting the break age of core wire and twist wire, separated coil wire only was tangled on the other sionblue guidewire and removed out from the anatomy. IFU describes as indications for use : asahi ptca guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In the warning: never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. And "separation" as possible adverse event.

Event description:
Reportedly, patient had 50% to total (cto) occluded lesions at proximal to distal of 3 main coronary arteries. To treat a diffused cto lesion at distal area of lad, a guidewire was advance with some difficulty, and subject microcatheter was advanced over the guidewire in order to help guidewire exchange, advancement of the guidewire met also difficulties, and physician applied rotational manipulation to advance, the catheter got stuck and the broken off. Two (2) asahi sion blue guidewires were screwed and advanced in attempt of removal of the broken tip of the catheter, however, one sionblue was pulled out with its core wire broken, and the other son blue was found broken off. The broken fragment of the catheter tip was found fixed in the heavily calcified lesion, and the blood flow was supplied to the area via collateral channel. The fragment was left in the anatomy at the physician's discretion.

Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4).